Event description:
It was reported that a patient underwent a vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior colporrhaphy, and a sling procedure in 2007. One day post-operatively, the patient experienced urinary retention. One week post-operatively, the surgeon discontinued the foley catheter but the patient still could not void despite eight hundred milliliters of urine in her bladder. The surgeon brought the patient back to the operating room to loosen the mesh and the patient urinated three hundred milliliters in the recovery area. The patient returned home and then could not urinate again. The surgeon then brought the patient back and cut the mesh at the mid-urethra. The patient is no longer in retention and is continent of urine.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.